Event description:
It was reported that the patient underwent an abdominal hysterectomy procedure in 2021 and the suture was used. During use, the suture broke off at swaged side of needle/separated from the needle. There were no patient consequences reported. Another suture was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the procedure date & event date? What is the lot number? Additional information was requested, and the following was obtained: what was the exact issue? Did the suture got broken? According to (B)(6), suture broke off at swaged side of needle. Did the suture got separated from the needle? Please confirm, yes. How many devices present the issue? According to the (B)(6), 5. Events were submitted via 2210968-2021-11883, 2210968-2021-11885, 2210968-2021-11886 and 2210968-2021-11888.